Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated she was recharging and it stopped and showed a warning message to call. The patient took the battery out and then connected to ac power - patient stated the current charge of the controller is 100% - the ins is 50%. Patient mentioned she has been having some trouble with the ins getting hot during recharge for the past 3 months. The patient tried to connect to charge the ins battery and reported seeing "no device found" patient tried passive recharge mode low 76 - 77 100 high but it showed "no device found" again. No visual damage to the recharger (rtm) reported the issue was not resolved. A new recharger as requested. Additional information received from the patient. Patient stated they got the replacement recharger and the other night was charging for 3.5 hours when the implant started to feel hot. Patient said that the recharge quality kept changing from excellent to good to "reposition." Despite wearing the recharging belt and not moving. Patient said that their pain improves when they run the stimulation, but they're too afraid to recharge the implant due to the heating up. Patient denied any falls or injuries but commented they're concerned the battery is split or the leads aren't attached. Patient said they've been having really bad leg cramps and pain as well as pain in their right arm. Patient noted that the cramps have been coming back for the last 4-5 months, and they didn't have cramps when the implant was working properly. Patient noted that they had a CT scan of their neck and can't have an MRI because of rods in their back. Patient said the pain is drastic and they can't sleep or walk, and the pain pills don't touch the pain. Agent offered to troubleshoot recharging the implant with patient, but patient said they are unwilling to try due to the heating up sensation.